Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a low reading issue with the adc device. The caregiver reported unspecified low sensor reading, with customer experiencing symptom described as can not speak. The customer had contact with a healthcare professional who treated customer with insulin (dose/type unknown). A post-treatment built-in meter reading of 115 mg/dl was reported against sensor reading of 69 mg/dl. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a low reading issue with the adc device. The caregiver reported unspecified low sensor reading, with customer experiencing symptom described as can not speak. The customer had contact with a healthcare professional who treated customer with insulin (dose/type unknown). A post-treatment built-in meter reading of 115 mg/dl was reported against sensor reading of 69 mg/dl. There was no report of death or permanent injury associated with this event.